Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant product: unknown zimmer head. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03044.

Event description:
It was reported that the patient's right hip has been indicated for revision approximately twenty seven years post-implantation due to dislocation.